Event description:
It was reported that the johnson and johnson(jnj) preloaded intraocular lens (iol) was opened and found to be defective as it was folded wrong. It was not implanted. Follow-up was performed to get more details, but it was not provided. No further information is available.

Manufacturer narrative:
Section b3, date of event: information unknown/not provided. Section d6a, if implanted, give date: not applicable. The lens was not implanted. Section d6b, if explanted, give date: not applicable. The lens was not implanted. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information through follow-up the customer provided additional details. This current report is to provide this information. Section b3. Date of event: mar 28, 2024 section b5. Describe event or problem: another johnson and johnson(jnj) lens with the same model and diopter was implanted. Customer reiterated the lens came/arrived folded wrong inside the package. There was no patient contact. Section e1. Telephone number:(B)(6). Section g3. Date received by manufacturer: the customer clarified that they first reported the event to jnj mar 28, 2024 (not apr 2, 2024 as initially reported.) All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Another johnson and johnson(jnj) lens with the same model and diopter was implanted. Customer reiterated the lens came/arrived folded wrong inside the package. There was no patient contact.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 22, 2024. Section h3: evaluated by manufacturer: yes . Device evaluation: the device was inspected under magnification. The complaint handpiece presented with the plunger rod partially advanced to lens that was stuck in the neck of the cartridge. The lead haptic of lens could be observed to be unfolded. Viscoelastic residue could be observed through the length of the cartridge. Viscoelastic residue was identified in and below the lens module which could have contributed to the complaint event. The device assembly was inspected and no issues were identified. The plunger rod was inspected and no issues were identified. The lens was removed from the cartridge and the rear haptic was detached in the process. The optic body of the lens displayed marks that could have been the result of the removal process. The leading haptic displayed damage on the haptic armpit that was perpendicular to the optic body damage. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.